Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Mp1000 china this is an international code- the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mp1000. The 510k number provided is for the domestic similar product. K072542.

Event description:
It was reported that the maxplus positive pressure connector was clogged/blocked. The following information was provided by the initial reporter: the patient was admitted due to "shortness of breath accompanied by bilateral lower limb edema for half a month". On (B)(6) 2019, the infusion obstruction happened in the infusion process on this patient, and the pressure was normal when using saline to flush the tube. After that, the disposable infusion joint was unscrewed with the needle-free connector, part of the infusion was smooth, and there was no harm to the patient.

Manufacturer narrative:
A mp1000 sample was not available for investigation of this feedback; however the customer indicates that an occlusion was identified when attempting to access the maxplus device. No further information regarding the event was available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 15128104 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it could not be determined if it may have contributed to the customer's experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mp1000 product. H3 other text : see section h.10.

Event description:
It was reported that the maxplus positive pressure connector was clogged/blocked. The following information was provided by the initial reporter: the patient was admitted due to "shortness of breath accompanied by bilateral lower limb edema for half a month". On (B)(6) 2019, the infusion obstruction happened in the infusion process on this patient, and the pressure was normal when using saline to flush the tube . After that, the disposable infusion joint was unscrewed with the needle-free connector, part of the infusion was smooth, and there was no harm to the patient.